Event description:
The customer reported that 2 ml of clear diluent was leaking from the coulter hmx hematology analyzer w/ autoloader cap pierce and instrument was generating pressure errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found manifold (mf11) was leaking, so he tightened the loose fittings on mf11 to resolve the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).